Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2016 stating that he didn't feel well and his pocket was bleeding. Upon inspection, the physician saw a weeping incision and stated that the patient was going into septic shock. An urgent procedure was scheduled and the device and leads were extracted without complications. Patient's condition was stable.